Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (resets) was confirmed. As received, the monitor was resetting during the incoming evaluation. Root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.

Manufacturer narrative:
Follow-up report #1: additional information - 10/31/2016. Device evaluation of monitor (B)(4) was completed. During incoming testing the monitor delivered a low-energy pulse and then reset. The cause for the failure was isolated to the defibrillator pca. The root cause for the reset has not yet been identified. An internal corrective action has been initiated to investigate root cause. ------------------------------------------------------ device evaluation summary: device evaluation of monitor (B)(4) is underway. The reported problem (resets) was confirmed. As received, the monitor was resetting during the incoming evaluation. Root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor was resetting.